Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and deflation.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade "iii-IV". Later, healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade "iii-IV". Later, healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h.6.

Event description:
Device was explanted.